Event description:
After receiving a letter from a medical device supply company regarding the ultra unit of measure (uom) notification and offering another brand of meter, a reporter contacted customer service alleging that their spouse's two one touch ultra meter's results had been inaccurately high. They also said they attribute their spouse death to one of the meter. Although lifescan sent its ultra uom notification letter to their spouse in 2005 and lifescan has a record that the reporter contacted lifescan in 04/2005 after receiving it, the reporter does not recall seeing it. The reporter believes that both meters read inaccurately high, but that the meter their spouse used during the last months of their life was responsible for their pt's death in 2005, due to "cardiac arrest according to one of pt's doctor." Reporter discarded both meters and pt's log-books after pt's death. Reporter no longer recalls the serial numbers. When asked if either meter was in the wrong unit of measure (mmol/l) or if pt had a noticed a decimal point, reporter responded, "the decimal point would come and go away. If their spouse saw a decimal point in the result, they would just retest and the decimal point would go away." Results, had been between "100-150" [mg/dl] mornings and "300-500" [mg/dl] evenings. The results contained "no decimal point," reporter said. The last two months of the pt's life paramedics were called to their home four times; the pt was given oxygen each visit for "shortness of breath and something for pt's diabetes only one of those visits." When asked whether they had given the pt insulin for hyperglycemia or glucose for hypoglycemia, reporter responded, "not sure, maybe, both." Reporter only recalls, "the pt collapsed and was taken to the hosp." Reporter does not know the pt's blood glucose was checked or how they were treated. In 09/2005, a letter with more detail and copy of the death certificate, both on file, were received in medical affairs from the reporter as they had promised. Reporter wrote.". One of the main causes of death was from diabetes which eventually weakened the pt's heart. Recently reporter learned there was a recall.the last meter the pt. Had was apparently defective, giving out decimal readings sometimes and inaccurate reading other times. Sometimes results were 40-50 and 400-500 as well as decimal readings. The doctor prescribed insulin or juice, depending upon the results, when actually, pt's blood sugar count may have been normal."